Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. No frozen screen and time clock anomaly noted. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose levels was 210 mg/dl. The customer was assisted with troubleshooting reported that the insulin pump had recurring frozen display and the time clock did not advance. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.